Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had an e231 error (no image). The issue was observed during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. The issue was observed during inspection for use. There were no reports of patient involvement.